Event description:
It was reported that all peripheral equipment including the driveline, system controller/power cables, looks pretty beat up, and the cables had several tears in the external casing, so I suspect that replacing their peripheral equipment will fix the issues. The modular cable had more extensive damage with the external sheath very tattered and was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.